Event description:
It was reported that during a lap gastric bypass procedure, the doctor used a straight 60 as a endocutter to create the new gastric pouch. For the first firing the doctor selected a gold reload. The firing cycle was completed as normal, nothing unusual was noticed. The second reload was a blue reload and the firing cycle was completed without any problems. For the third firing the doctor selected a blue reload. The doctor positioned the stapler correctly on the stomach. After waiting the doctor tried to fire the stapler. A lot of resistance was felt during firing. After three firing strokes the knife blade was stuck as well, so the doctor was not able to open the stapler. The doctor had to use the manual release button multiple times to return the knife blade to the home position. Afterwards the doctor was able to open the stapler. Nevertheless, the doctor did not trust the staple line completely, so the doctor decided to use a suture to over sew the staple line to prevent a possible leak of the staple line. After over sewing the staple the doctor decided to open up an endo gia ultra to finish the procedure as a test. No patient consequence reported.

Manufacturer narrative:
(B)(4). Wrong orientation. Idler gear was buttressing material utilized? If so, which product? No buttressing material was used. Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Yes, it was the third reload to create the gastric pouch, so dr. Fired slightly across the existing staple line. No strange or unexpected noises were heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? That is in the original report! For the third firing dr. Selected a blue reload. Dr. Positioned the stapler correctly on the stomach. After waiting dr. Tried to fire the stapler. A lot of resistance was felt during firing. After three firing strokes the knife blade was stuck as well, so dr. Was not able to open the stapler. Dr. Had to use the manual release button multiple times to return the knife blade to the home position. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? That is in the original report! After three firing strokes the knife blade was stuck as well, so dr. Was not able to open the stapler. Dr had to use the manual release button multiple times to return the knife blade to the home position. Afterwards dr. (B)(6) was able to open the stapler. The analysis results showed that one ec60 device was returned with the shrouds opened without a reload present. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between the 2 and 3 position; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.